Manufacturer narrative:
Based on the investigation performed, the root cause of the reported failure (drill broken) is attributed to collision with a hard material (stronger than bone). The corrosion is caused by a manufacturing problem. Kor #86 was opened to fix this problem. Without the corrosion problem no indications for material or manufacturing related problems were found in the investigation.

Event description:
During a case, the surgeon had two drill bits snap off into the patient.